Manufacturer narrative:
No specific sample details were provided by the customer. Qc was within range during this time frame. The customer sent the patient sample to customer product line support (cpls) for additional testing. Heterophile testing, performed by cpls, demonstrated the presence of interfering substances. Heterophile interference is the root cause of this event. This report is related to the following mdrs that are being reported on different dates for the same patient that occurred at this customer site: 2050012-2012-00129, 2050012-2012-00138.

Manufacturer narrative:
The related mdrs documented in the original report were incorrect. Please see the related mdrs listed below: this report is related to the following mdrs: 2122870-2012-00129, 2122870-2012-00139.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining erroneous thyroid stimulating hormone (tsh) results for one (1) patient that were repeatedly yielding above the normal reference range generated by the unicel dxi 800 access immunoassay system over three (3) different days ((B)(6) 2011). The erroneous results were reported out of the laboratory. This report documents the result that was generated on (B)(6) 2011. The patient consulted with another physician, was retested on an alternate methodology, and produced a discordantly lower tsh result that was below the normal reference range. The patient was treated with thyroxin due to the erroneous results. It is unknown when the patient was treated with thyroxin.